Manufacturer narrative:
Correction: the lot numbers and occurrences were updated, and the following information has been corrected: b.5. Describe event or problem: it was reported that the smallbore 6 inch ext vlv could not be primed due to blockage/occlusion. This occurred once each in lots 20126085 and 20096333, twice in an unknown lot, and 12 times in lot 20125797. The following information was provided by the initial reporter: "material #: 20039e batch/ lot #: 20126085 qty. 1 batch/ lot #: 20096333 qty. 1 batch/ lot #: 21016564 qty. 2 batch/ lot #: 20125797 qty. 12 16 in total" "same smartsite issue that has been happening, " unable to prime". There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20126085 d.4. Medical device expiration date: 2023-12-18 h.4. Device manufacture date: 2020-12-09 d.4. Medical device lot #: 20096333 d.4. Medical device expiration date: 2023-09-16 h.4. Device manufacture date: 2020-09-10 d.4. Medical device lot #: 20125797 d.4. Medical device expiration date: 2023-12-08 h.4. Device manufacture date: 2020-12-04 d.4. Medical device lot #: 21015464 d.4. Medical device expiration date: 2024-01-12 h.4. Device manufacture date: 2021-01-06 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv could not be primed due to blockage/occlusion. This occurred once each in lots 20126085 and an unspecified lot, twice in lot 21015464, 12 times in lot 20125797, and twice in lot 20096333. The following information was provided by the initial reporter: "material #: 20039e: batch/ lot #: 20126085 qty. 1 batch/ lot #: 20096333 qty. 1 batch/ lot #: 21016564 qty. 2 batch/ lot #: 20125797 qty. 12 16 in total" "same smartsite issue that has been happening, " unable to prime".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 21035774, medical device expiration date: 2024-03-12, device manufacture date: 2021-03-08. The reported lot # 21015286 was not found for the reported catalog # 2000e. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ll vlv adpt(stand alone) set each from lots 21015286 and 21035774 were blocked/occluded during the priming process. The following information was provided by the initial reporter: "same smartsite issue that has been happening, " unable to prime". Material #: 2000e, batch/ lot #: 21015286 qty. 1, batch/ lot #: 21035774 qty. 1, 2 in total".